Event description:
It was reported that upon insertion of the fourth and final screw into chelad vertebral body, the ring disengaged from the plate. Plate and screws were removed. Upon re-insertion of the fourth and final screw in a second plate, the ring disengaged from the plate. Plate was removed, ring was re-inserted into second plate and re-implanted with new screws. Thirty five minute delay in surgery. First plate and screws were discarded. Patient outcome: no adverse affect reported as a result of this event.

Manufacturer narrative:
Screws involved in event.part no. Description14-521616 4x16mm screws.